Event description:
It was reported that during a ptca procedure, the balloon did not deflate properly. The physician was able to deflate the balloon and remove without incident. No pt injuries or complications occurred.